Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during the use of an hh1 catheter the ir physician tried to complete an angiogram for possible intervention. During catheter manipulation, the catheter tip detached within the patient's carotid artery. Retrieval of the ifb was completed with the use of a vascular snare device.